Event description:
(B)(6) in tech states the provider stated while the chair is driving the display will turn off and the chair stops. (B)(6) states he advised the provider to check wiring, batteries and the display after troubleshooting call back to tech. Provider disconnected, no further information provided.